Event description:
It was reported that a procedure was performed on (B)(6) 2024 utilizing the reform mc screw system. During the procedure the t25, adjustable driver; reform mc screw system (59-sp-0601) tip broke. The broken tip was removed from the screw and the procedure was completed utilizing other intrumentation readily available. There was no patient injury, but a fifteen (15) minute delay to the procedure resulted from the malfunction.

Manufacturer narrative:
H3 device evaluation - the tip of the driver was reviewed by eye and with the aid of a 5x loop. The tip is fractured in a plane that is normal to the driver's longitudinal axis. This type of fracture is indicative of a failure due to a torsional overload, but damage from prior high torque application can not be ruled out as a potential contributing factor. Review of device history records found (B)(4) pieces of this lot released for distribution on 12/6/2019 with no deviation or anomalies. Two-year complaint history review did not reveal a trend for reports of this nature for the reported part number. No corrective actions are recommended at this time.

Event description:
It was reported that a procedure was performed on (B)(6) 2024 utilizing the reform mc screw system. During the procedure the t25, adjustable driver; reform mc screw system (59-sp-0601) tip broke. The broken tip was removed from the screw and the procedure was completed utilizing other instrumentation readily available. There was no patient injury, but a fifteen (15) minute delay to the procedure resulted from the malfunction.

Manufacturer narrative:
H3 - device evaluation in process. A follow-up report will be submitted upon completion.